Event description:
Essure device implanted under general anesthesia (B)(6) 2015. After the device was implanted, I started experiencing migraines, joint and muscle pain, irregular, painful menstrual cycles (they were either very heavy or non-existent), hair loss, weight gain, fluid retention, fatigue, mental disorders such as depression and anxiety. My wbc stayed elevated the entire time I had the device. All of these complications led to a total hysterectomy and bilateral salpingectomy at (B)(6). Pathology reports state only one essure coil was located and that it was found embedded into the myometrial layer, not in the fallopian tube where it was originally placed. The second coil has never been found. Adenomyosis was also confirmed by pathology as well as a paratubal cyst.